Event description:
It was reported that pt underwent total hip replacement in 2006, in which she received a durom cup acetabular component. Post-op, pt's attorney reports that pt experienced pain and underwent revision surgery in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment), which markets the devices in the u.s.